Event description:
The lay user/patient contacted lfs alleging a damaged (scratched) display on her new (out of box) meter. Medical affairs was unsuccessful in getting a hold of the patient, and sent the patient a letter. The patient mentioned that she exhibited low symptoms at the time of testing. The patient did not provide what type of low symptoms she had been exhibiting. She did not seek any medical attention or contact her physician for assistance. Customer care advocate (cca) was unable to resolve the issue, and sent the patient a replacement meter. At this time, there is no evidence that the meter caused or contributed to an injury, since the patient developed symptoms at the time of testing, and since the meter was a new meter (out of box). The complaint is being reported due to the damaged display.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.